Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the device image to be corrupt and the cause of backup operation could not be determined.

Event description:
It was reported that the implantable cardiac monitor exhibited backup mode post implant. After software download, normal device function resumed. One day post implant, upon re-interrogation, the device exhibited backup mode again. The device was explanted and replaced on (B)(6) 2014 without any complications. The patient was in good condition post procedure.